Manufacturer narrative:
This report is submitted on november 29, 2022.

Event description:
Per the clinic, the patient experienced headaches. The baha attract magnet was removed and a baha connect abutment was placed onto the same implant on (B)(6) 2022 under a general anaesthetic. The implant remains in-situ.